Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the inlay was not accept by the partial tibia.. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed slight deformations and marks on the surface that are consistent with the implantation attempts. A manufacturing record evaluation was performed for the finished device [102454309 / jg0376] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. The sigma ''high performance partial knee' unicondylar surgical technique (dsus/jrc/1114/0582 rev. 3), provide guidance to for a correct final implantation steps to be followed. Following these steps will successfully locking the insert into the base as intended, preventing the uni insert to be damaged. The observed damaged condition suggests an improper alignment when trying to introduce the uni insert through the tibial base locking edge. This would contribute to the difficulty/inability to mate the insert with the tibial component following multiple insertion attempts. A functional test was unable to be performed due to the post-manufacturing damage. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sigma hp uni ins sz3 9mm rm/ll would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device [102454309 / jg0376] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Device history review ==> a manufacturing record evaluation was performed for the finished device [102454309 / jg0376] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the inlay was not accepted by the partial tibia. There was a surgical delay of seventy (70) minutes. Changed to attune. There were no fragments generated. There were no patient consequences.